Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this rv lead was experiencing syncope the past month. The patient was brought in and it was noted that the pacing threshold measurements had increased and there was intermittent loss of capture. A revision was performed and this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.